Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that they received several complaints from different hospitals involving damaged heater wire pins in rt212 adult inspiratory-heated breathing circuits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt212 adult inspiratory-heated breathing circuits were not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).